Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs7ezci. Hardware: sm-s918u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they input their basal rate incorrectly. They input 0.1 units per hour instead of 0.9 units per hour. The patient did not receive bolus appropriately as a result of this error. Blood glucose levels were reported to be 317 mg/dl. As treatment, settings were updated and the patient continued to wear the pod, so the algorithm could learn from activity. The patient reported that they had manual injection insulin pens to use, if needed. Medical treatment was not required.